Event description:
It was reported that, "dr. Picked up the stem inserter and proceeded to hook the stem inserter on the rejuvenate implant. When he went to lock it on, the locking mechanism on the inserter did not tighten therefore the locking lever was loose and did not connect to the stem correctly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.